Event description:
Complaint investigation originated when a complaint was rec'd stating that a non diabetic nursing home pt had blood drawn for a laboratory glucose level in 2002. The laboratory damaged the sample and notified the nursing home the next day. Another blood sample was drawn the next day and sent to the laboratory. Two days later, the laboratory notified the nursing home that this pt had a laboratory blood glucose value of 932. Immediately, a medisense blood glucose meter was used to take the pt's blood sugar by a capillary draw. The reading obtained was 159. The test was run twice on the medisense pcx with similar results. Within hours, the nursing home pt expired. The incident is being investigated by the nursing home but a definitive cause of death has not been attributed to blood glucose levels.